Event description:
It was reported that insulin pump displayed malfunction alarm and showed Malf 0 message, with no notable events occurring before the alarm. There was no adverse impact to the customer¿s blood glucose level. Technical Support guided customer through pump reset steps, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.